Event description:
It was reported that the patient died. The relatedness of the death to the device system was reported as "unknown". The cause of death has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.